Event description:
It was reported that a customer removed the ilet pump, experienced hyperglycemia over 400 mg/dl for a few hours, and contacted support for assistance with changing the cartridge and contact detach tubing; troubleshooting and education were provided, and the customer elected to resume use of the ilet to reduce glucose levels. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included customer support-assisted troubleshooting related to cartridge and infusion set replacement with no device alerts or alarms reported. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.